Event description:
The customer observed on 08feb2023 that the glp sal tosoh g8 (list number 06q60-01) sent incorrect results to lis for sid (B)(6) for the hemoglobin a1c assay. The results that were sent to lis do not belong to sid (B)(6). The sample also generated error code 25300. No data or any additional information was available from the customer. The second occurrence was reported on 22feb2023, the customer observed a sample mismatch issue for the sid (B)(6), on the glp sal tosoh g8 (list number 06q60-01), where the sample was initially tested at 14:26 at g11-2 for hemoglobin a1c; the result was 70.9 mmol/mol with no flags, auto-validated and released. At 17:27, the sample was then analyzed at g11-1 generating a result of 36.8 mmol/mol, also with no flags and does not match the initial result. The sample was then manually analyzed on 23feb2023, and the result was 71.4 mmol/mol, which matched the initial result. A review of the data found sid (B)(6) generated error code 25200, as well as the 2nd result for sid (B)(6), appears to belong to sid (B)(6). At 17:27 on 22feb2023, sid (B)(6) was analyzed at g11-1 generating a result of 37.5 mmol/mol, which matches the 2nd result of 36.8 mmol/mol for sid (B)(6). The correct result was sent to the physician. No impact to patient management was reported. Management was reported.

Manufacturer narrative:
The investigation into the customer issue found that when the sal tosoh g8 analyzer encounters any error while processing a sample, there is a potential for a sample mismatch to occur, which can result in incorrect results, due to a software issue. The following sequence of events take place if the issue occurs: 1. When car x holding sample a is in position on the sal and an error occurs at the analyzer, no result is sent to the laboratory information system (lis) for sample a. 2. Sample a is returned on car y and returns the first result (correct result). When car x returns to the sal carrying a different sample (sample b) and the sample is successfully analyzed, sample a¿s sid are sent to lis with sample b¿s results (incorrect result) resulting in 2 results for sample a. A product correction letter was issued on 15aug2023 to impacted customers. The product correction letter instructs the customer on the necessary actions to take to prevent the issue from occurring until an abbott service representative has contacted them to schedule a mandatory upgrade of their analyzer when the software is available. This report is being filed on an international product, glp sal tosoh g8, list number 06q60-01, which has the same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the glp systems track is not yet distributed in the us.

Event description:
The customer observed on (B)(6) 2023 that the glp sal tosoh g8 (list number 06q60-01) sent incorrect results to lis for (B)(6) for the hemoglobin a1c assay. The results that were sent to lis do not belong to (B)(6) . The sample also generated error code 25300. No data or any additional information was available from the customer. The second occurrence was reported on (B)(6) 2023, the customer observed a sample mismatch issue for the (B)(6) , on the glp sal tosoh g8 (list number 06q60-01), where the sample was initially tested at 14:26 at g11-2 for hemoglobin a1c; the result was 70.9 mmol/mol with no flags, auto-validated and released. At 17:27, the sample was then analyzed at g11-1 generating a result of 36.8 mmol/mol, also with no flags and does not match the initial result. The sample was then manually analyzed on (B)(6) 2023, and the result was 71.4 mmol/mol, which matched the initial result. A review of the data found (B)(6) generated error code 25200, as well as the 2nd result for (B)(6) , appears to belong to (B)(6) . At 17:27 on (B)(6) 2023, (B)(6) was analyzed at g11-1 generating a result of 37.5 mmol/mol, which matches the 2nd result of 36.8 mmol/mol for (B)(6) . The correct result was sent to the physician. No impact to patient management was reported. Management was reported.

Manufacturer narrative:
Complete information for section a1 patient identifier: (B)(6) . All available patient information was included, no additional information was available. Complete information for section d11: concomitant; 06q42-01- glp systems track (glp systems track is a combination of multiple list numbers and is represented by the track end list number). Based on the available information, a deficiency was identified as the device failed to meet performance specifications or otherwise perform as intended at the customer site. The glp sal tosoh g8 (list number 06q60-01) did not perform per the 12194 (sal tosoh g8 g11) service manual (07/09/2020). Further information will be provided in a supplemental report. This report is being filed on an international product, glp sal tosoh g8, list number 06q60-01, which has a same/similar component of the modular glp systems track registered in the us, list number 04z96-51. Note: the glp systems track is not yet distributed in the us.